Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6). Laboratory analysis summary: device photograph(s) for the device related to the reported event rupture was requested on june 25, 2026. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted.